Manufacturer narrative:
Investigation found a hole in the internal portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Due to the internal portion of the soft cannula having a hole, the exposed portion of the soft cannula could not be tested to confirm the reported issue. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 320 mg/dl, while wearing the pod between 36 and 48 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.